Event description:
It was observed that during the device evaluation, the subject device had air-water cylinder has foreign objects, air-water-tube had foreign objects and jet tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable cause was known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.